Event description:
In 2014, at the recommendation of my urogynecologist, I had the I-stop trans-vaginal mesh/sling implanted to correct my vaginal prolapse. However, after the implantation of the device I began having continuous, often painful infections that required antibiotics from the dr and sometimes a visit to the hosp when the infection started causing severe cramping. After the implantation, I developed urine and bowel incontinence as well as frequent constipation. When I would try to relieve the constipation with whatever the dr recommended, I would often experience the bowel incontinence. It would happen anywhere, at anytime and without warning. Do you have a picture of the product? Yes.